Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Event took place during reprocessing. It is not known how the grey connector was broken. The staff is trained and experienced in the use of the device.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information.the device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history for this device. It is likely that the connecting tube was unable to be connected as connector loosened and came apart. The cause of the loosened connector could be that the user applied stress to the connector toward loosening direction, and the stress was accumulated, or the connector may have been hit by something hard. The instructions for use includes the following statements: chapter 3.inspection before use 3.3 inspecting the connectors: check the following for each connector: the connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
Field service engineer (fse) went on site to repair the device. Fse replaced grey channel port connector. Equipment was repaired and verified according to other equipment manufacturer. Software attributes were verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device grey channel port in the basin was damaged and the tube could not be connected. There is no reported harm to any patient.